Manufacturer narrative:
The device log files were provided to technical support for evaluation. A review of the log files confirmed the reported alarm. While conducting troubleshooting, it was determined that the safety valve was faulty and subsequently replaced to rectify the problem.

Event description:
It was reported that the device displayed a 389 alarm: indicating no o2 dosing possible. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.